Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc. Considering the surgical methodology, itwas seen that the dentist has selected an implant design which is notrecommended for the patient's bone quality.

Event description:
(B)(4) ¿ the dentist reported that 3 months after dental implant was installed in intraoral region 6#, its non-osseointegration was observed. The 45 ncm of primary stability was achieved and the patient presented bone type ii.